Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when the jaws of the handpiece were closed the surgeon was unable to get them back open. Finally after several attempts the surgeon was able to get the jaws open. There was no patient injury.